Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was undefined. Impedance reading of >9,999 ohms due to a rare false measurement error by the device. It is a single measurement error that should correct itself at the next measurement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device showed a false measurement of an infinite impedance reading on a remote transmission. It was noted that the measurement would correct itself at the next measurement. The device remains in use. No patient complications have been reported as a result of this event.